Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log file contained events on 09jan2025 from 11:47:27 ¿ 11:55:41, per the timestamps. The file captured a driveline power fault alarm active throughout the duration of the file associated with power b broken and ocp b open faults. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. It was reported that the patient had driveline power fault alarms the day after implant. A needle point had touched the pump cable while attempting to secure the driveline and was thought to have caused the alarms. The cable was examined with loupes, and there was no visible entry with no marks or holes in the cable. Additionally, the rest of the pump cable showed no signs of damage. The pump was reportedly operating as expected. The system controller and modular cable were ultimately exchanged, and the driveline fault alarms resolved. An additional set of log files were submitted following the exchange and captured the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were taken for the patient that was implanted the day before. There was a driveline power fault alarm present. The log files were reviewed and confirmed driveline power b faults along with a system controller open b fuse. It was noted that the system controller and modular cable should be replaced. The low speed advisories were due to the set speed being adjusted below the low speed limit. (Lsl). Some low flow alarms occurred while the set speed was adjusted below the lsl. A needle point had touched the line while attempting to secure the driveline. It was examined with loupes. There was no visible entry. The pump was working fine. The redundant power a line was noted to be operating the pump as intended so if a system controller exchange were too risky it would be fine to do it at a later date. Log files were provided after the system controller and modular cable were exchanged. The log file did not capture any power faults or open system controller fuses. The data showed both power lines a and b pulling equal levels of current. This indicated that while the suture needle penetrated the driveline insulation material, it did not damage the underlying driveline conductive material. There were no unusual events seen in the log files. The device was operating as intended. The equipment exchange resolved the issue. The patient was doing fine. The needle was confirmed to have touched the driveline on the pump cable portion. There was no visible hole or mark on the driveline. There was no other damage other than this needle point. The cause of the driveline faults was unable to be definitively determined but was likely due to the needle point.